Event description:
This lead was an attempted implant on (B)(6) 2011. The helix would not extend. A different lead was implanted. The physician was dr. (B)(6) at st. ... This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).